Manufacturer narrative:
Product analysis of part # g9010001550 ; lot # h5928254 visual and optical inspection confirmed the crosslink was returned damaged. The crosslink nut has been stripped and a portion of the lower connector has been sheared off. The damage appears to be from excessive force placed on the implant during the implant procedure and removal process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. Pre-op diagnosis of patient was lumbar canal stenosis. It was reported that, the product was defective. The center nut could not be finally tightened, the center nut was too loose. So it was removed and will not be reinstalled. Procedure or technique performed was posterior lumbar interbody fusion at the levels l5-s. There were no patient symptoms reported. The procedure was completed successfully. No further complications reported regarding the event.